Event description:
Consumer reported complaint for hi blood glucose test results. No symptoms or medical attention associated with the use of the product was reported. Product information, including meter serial number and test strip lot number, was not provided. Customer declined to further troubleshoot and disconnected the call. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4).meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer unable to perform follow-up call to customer to ensure the initial concern is resolved - customer did not provide contact information.